Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was observed between the titanium transfer set spike and cassette port. It was further reported an unspecified particulate matter was observed at the connection. This was noticed during peritoneal dialysis therapy. The transfer set was used for one (1) month. There was no allegation towards the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation along with a disconnect cap. A visual inspection with the naked eye noted a partial molded port (not a component of the transfer set) attached to the uv spike of the transfer set causing the reported connection issue to the spike. After the removal of the molded port, the uv spike was connected and disconnected to the returned disconnected cap and an in-lab yume set with no issues noted. No evidence of particulate was noted on the transfer set. The transfer met manufacturing specifications. The reported condition was not verified on the transfer set device after removal of the partial port. Should additional relevant information become available, a supplemental report will be submitted.